Event description:
It was reported that during a laparoscopic cholecystectomy procedure, as the device was being inserted through the tissue layers the safety shield did not cover the blade. A vessel was cut and the procedure was converted to an open. The patient lost over 1000cc of blood. It is unknown if the patient had a blood transfusion or how the bleeding was controlled. The current status of the patient is unknown. Another device was used to complete the procedure. (B) (6).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously elevated accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2i (lxi) immunoassay analyzer. Patient samples were repeated on an alternate instrument and the results were in the normal reference range. The erroneous results were reported out of the laboratory and amended reports were initiated. Patient treatment was not impacted by this event.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Reset button armed bullet retracted post cut additional information received: the safety shield never covered the blade. The button was activated before entry, but the click was not heard and the button was still activated after entry into the abdominal cavity. Attempts were made to obtain the additional information below. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(6). The analysis results of the device found that it was received with the reset button activated; the shield permitted the exposure of the knife. In an attempt to replicate the reported incident, the device was tested for functionality. During the penetration of the device through the skin test media, the knife was exposed as intended but the reset button failed to return to home position; the shield could be retracted to expose the knife. However, during two non-consecutive insertions the reset button returned to home position and the shield was locked as intended. It could not be determined what may have caused the condition found. Further evaluation found that during additionally penetrations through the skin test media the knife was exposed and locked as intended; however, the reset button failed to return to unarmed position. The obturator was disassembled in order to evaluate the internal components without any anomalies noted. A batch record review was performed and no anomalies were found during the manufacturing process.